Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the channel sensors not displaying. Service evaluation verified the symptom and identified the cause to be a damaged upper hook switch. The upper auxiliary assembly was replaced to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, it was identified that the channel sensors did not display. There was no patient involvement. No additional information is available.